Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a high ketone level identified as dangerous by healthcare provider. Reportedly, there was an inaccuracy between the non-tandem continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, at the time of the report to tandem technical support, the cgm bg reading was 153mg/dl, and the meter bg reading was 262 mg/dl. Customer delivered a correction bolus based off of the inaccurate cgm readings, which was not lowering bg substantially as customer did not realize bg was higher than the cgm reading. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.